Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, needle retraction issue was occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An inspection was performed, the applicator was fully deployed with no abnormalities. Confirmation of the reported event of a needle retraction issue could not be determined. The root cause could not be determined.